Manufacturer narrative:
Root cause: a true root cause cannot be determined due to the condition in which the samples were received. An evaluation of what was returned has identified two potential sources of contamination as either vendor supplied products (raw materials 5-2601 - halstead forceps and 5-3397 - needle holder) that are placed into the bowl or the manufacturing facility. Corrective action: an engineering change order (eco 44485) was implemented (B)(4) 2017, to add a glassine bag in which to place the raw materials that are placed inside the bowl as part of the finished good assembly. Investigation summary: an internal complaint (call (B)(4)) was received reporting that black specks were found in a bowl in a sterile tray (89-8672, lot 43483479). On january 30, deroyal industries received medwatch report mw5067146 reporting identical information. Samples were returned for evaluation. The trays were opened with the bowl in a sealed plastic bag. The presence of black specks was confirmed. Some of the components that are placed inside the bowl as part of the finished good assembly were missing from the returned samples. Without complete samples, an actual root cause cannot be determined. The work order for the reported lot number was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. Deroyal will continue to track and trend for debris-related complaints for this finished good and will make changes as they are deemed necessary. Preventive action: due to the root cause determination, a preventive action has not been taken. The investigation is complete. If new and critical information is received, this report will be updated.

Event description:
A sterile tray was opened for a procedure and a black speck was noted in the sterile bowl. No saline or other products were added to the bowl. Black speck is loose and moves in the bowl. The entire drape was folded and closed and entire tray not used. This was noted before any procedure and no products from this tray came in contact with the patient.